Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2020-12256. Manufacturer report no:2015691-2020-12257. Manufacturer report no:(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Device imagery and patient imagery were received for evaluation. The device imagery showed the valve was stuck within the sheath, and multiple struts appeared bent outward at the inflow. The valve was exposed through the sheath shaft liner. The patient imagery (3mensio) revealed calcification in the vessels and the CT scan showed the minimum luminal diameter on the right side of the patient was within the recommended size. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints for the reported event of frame damage. A review of returned complaint history from (B)(6) 2019 to (B)(6) 2020 revealed other returned complaints for sapien 3 ultra valve with frame damage (all sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history reveals that the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the trend category. Per IFU and training: precautions: safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Valve delivery: insert the loader into the sheath until the loader stops. Advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. Caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion in expectation of high friction, use short movements and push delivery system closer to sheath hub note: in expectation of high friction, use short movements push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace do not over-manipulate the sheath at any time: thv retrieval back into sheath tip thv can be retrieved through sheath only before thv deployment (still crimped) ensure delivery system is locked verify the flex catheter is completely unflexed ensure the edwards logo on the sheath handle is facing upward withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position do not re-use the sheath, thv or delivery system once thv is retrieved. Instructions for use (IFU), prepping manual, and device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The reported frame damage was able to be confirmed based on the provided imagery. Due to the device unavailability, no potential manufacturing nonconformance was able to be determined. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿there was greater than normal difficulty advancing the commander delivery system and valve through the esheath and it became stuck in the mid reia. During the surgical iliac repair, large chunks of calcium were excised from the damage vessel¿. Based on the complaint history, there are multiple patient/procedural factors (i.e. Improper valve crimping and tortuosity/calcification/undersized access vessels) can result in resistance during device insertion and subsequently damage the valve when excessive device manipulation is applied. Based on available information, it is unknown on the extent of the progression of peripheral vascular disease (3mensio was taken 2 year prior o procedure ). While the mld shown on the 3mensio report was above 7mm, the peripheral vascular disease may have advanced in severity, narrowing the vessel (calcification) making the delivery system insertion more challenging. Taking this into consideration, patient factors (vessel calcification observed on 3mensio, chunks of calcium from damaged vessel) and procedural factors (excessive device manipulation) may have contributed to the reported complaint event. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet. No evidence of a product non-conformance or labeling/IFU inadequacies were identified in the evaluation. Initial investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required. While no product non-conformance was identified, this complaint is related to product risk assessment (pra) which was initiated to assess patient risks associated with s3u valve frame damaged during use with the commander delivery system and esheath configuration. The reported event of frame damage was confirmed. No manufacturing non-conformances were identified. Available information suggests that patient (vessel calcification) and procedural (excessive device manipulation) factors may have contributed to the complaint event. Although the associated issue did not exceed the (B)(6) 2020 complaint trending control limits, and no labeling or IFU/training inadequacies were identified, product risk assessment (pra) has been initiated to document the risk assessments and investigation associated with this issue.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  UDI (B)(4) investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 14fr esheath was inserted in the patient¿s right femoral artery with a remark that the vessel felt ¿crunchy¿.  There was greater than normal difficulty advancing the commander delivery system and valve through the esheath and the system became stuck in the mid reia. Propofol was injected into the side arm of the esheath as a lubricant. The esheath was retracted while attempts were made to simultaneously advance the commander; however, the delivery system remained stuck within the sheath.   A decision was made to remove the esheath/commander/sapien3 ultra as a unit but was unsuccessful. During this attempt the commander delivery system came apart with the distal portion of the commander and the valve remaining in the esheath. Attempts to pull the esheath out were unsuccessful. The patient became hypotensive and the abdominal aortic angiogram revealed extravasation in the reia around the esheath. A coda balloon was inserted from the contra lateral side and the patient was given blood and pharmacologic treatments. The patient blood pressure was stabilized with coda inflated. A retroperitoneal cut down was performed, the iliac artery isolated and  esheath was removed. It was observed that the esheath had become ¿split open¿ with the sapien 3 ultra valve coming through the seam.   During the surgical iliac repair, ¿large chunks of calcium¿ were excised from the damage vessel. A conduit was sewn on to the common iliac. A 20 fr gore dryseal sheath inserted into the conduit. The coda balloon was partially deflated to allow passage of the dryseal sheath into the aorta. A new 26mm s3 ultra valve and commander were prepped and advanced through the dryseal sheath through the conduit. The patient became severely hypotensive at this time, possibly because the coda was partially deflated. The valve was deployed successfully and the remainder of the delivery system was retracted. Resuscitative efforts were continued, including chest compressions and defibrillation. The patient never regained an adequate bp and expired on the table. The hospital retained the damaged esheath and commander.